Event description:
The customer reported that there was a "speaker fault." The device was reported to be in clinical use at the time the issue was discovered, however, no patient was connected to the device. There was no adverse event or patient harm reported.